Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected, and the following was observed: distal liner delaminated circumferentially, 3/4" delaminated, soft tip damage, distal end of liner folded inward and c marker band present. Since the lot number of the complaint device was not provided, a device history record (DHR) review was unable to be performed. Since the lot number of the complaint device was not provided, a lot history review was unable to be performed. As device meets specification with no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As device meets specification with no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The following instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the commander delivery system and esheath usage: IFU for esheath, IFU for commander delivery system with s3u, device preparation manual and device training manual. No IFU/training deficiencies were identified. A review of complaint history on confirmed complaints (returned and no product returned) from june 2020 through may 2021 revealed the following for the edwards esheath introducer set (all models and sizes) with the codes identified below. Prior closed complaints with any of the codes below were reviewed for similar events and root cause identification. Sheath liner delamination is identified in the esheath risk management worksheet as a potential cause that may lead to difficulty to remove sheath system from the access site resulting in minor tissue damage or procedural delay as captured in risk ids. This event reports a delaminated liner at the sheath distal tip after device removal that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. The risk of sheath distal tip liner delamination and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to retrieve the delivery system through the sheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with sheath distal tip liner delamination. Therefore, the review of risk management file is complete, and no further action is required. Since no product non-conformance was confirmed, a product risk assessment (pra) escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. The reported event was confirmed based on the visual inspection of the returned device. However, no manufacturing non-conformances were identified during the evaluation. Reviews of the complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely that the sheath liner delamination was present out of the box. Per complaint description, "upon removal of the 14 f esheath it was observed that the tip of the sheath bunched/accordion". Patient vessel condition was not provided however, the device was evaluated and noted to have soft tip damage which is indicative of calcification present in the vessels. Calcification present in the access vessel can create a non-coaxial alignment of the delivery system/balloon and sheath distal tip upon reentry into the sheath which can potentially lead to the balloon to be catching on the sheath distal tip. Additionally, if the balloon had any residual fluid remaining after deployment, the altered balloon profile can also catch on the distal end of the sheath during removal. If difficulty was encountered during delivery system withdrawal, excessive manipulation was likely applied to overcome such difficulties, leading to the sheath delamination. Available information suggests that procedural factors (non-coaxial withdrawal, excessive manipulation, altered balloon profile) may have contributed to the reported event. However, a definite root cause was unable to be determined at this time.

Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate, regarding a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach, upon removal of the 14 f esheath it was observed that the tip of the sheath bunched/accordion. There were no issues during the procedure or during withdrawal. There were no patient injuries. The device was returned and liner delamination was observed.